Event description:
The customer reported that in 2006, there was a fluid removal issue with a phoenix machine. The staff planned to remove 4,5 kg. In a 5-hour treatment, which included 530ml of normal saline that would be given during the treatment / rinseback procedure. The pt was observed during dialysis consuming at least 900ml of fluid that had not been included in the fluid removal calculations. The nurse had calculated a total po and IV intake of 500ml for the treatment, a difference of 400ml less than, was really consumed by the pt. The nursing staff admitted that they did not expect the pt to consumer so much fluid during dialysis. The pt completed the scheduled 5 hours of treatment with a fluid removal of 3.2 kg. With an insufficient weight removal of about 1.3 kg.